Event description:
It was reported to target that while performing an embolization of a surbral avm, a guidewire perforated of the distal tip area of the catheter. There was no impact to the pt from this event.